Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device staple? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If the device stapled and cut, did the staple and cut lines stop at the same place? Did any pieces of the device fall into the patient? If yes, were they retrieved?

Event description:
It was reported that during an open sigmoidectomy, a new device and cartridge were used and fired but the firing knob was broken off. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Batch # m54t0u. Expiration date: 06/30/2020. Manufacture date: 07/31/2015. The following information was requested, but unavailable: on this firing, did the device staple? --- no information. If yes, was the staple line complete? --- na. On this firing, did the device cut? --- no information. If yes, was the cut line complete? --- na. If the device stapled and cut, did the staple and cut lines stop at the same place? --- na. Did any pieces of the device fall into the patient? --- no. If yes, were they retrieved? --- na. Will all pieces be returned with the devices? --- no information. If no, were they discarded? --- na. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.